Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no vibration from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of no vibration. The root cause was determined to be a defective vibrate motor.

Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. A follow-up report will be submitted upon completion of device evaluation.